Event description:
It was reported that the patient was experiencing inadequate stimulation and that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and no device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was discarded.